Event description:
Nursing aide brought wheelchair bound patient to room, then aide, nurse, and writer then started to get the patient ready for surgery. The patient was put into a disposable hoyer sling. The patient was already expressing fear and anxiety about the procedure and the use of the hoyer lift. The patient was lifted with the lift out of the locked wheelchair to move into the bed. Aide guided the head and body; writer guided the legs and body: nurse operated the lift. While moving the patient onto the bed something on the lift snapped and broken off creating a loud noise and the piece from the hoyer flew onto the ground. The patient became very scared and upset, exhibiting signs of emotional distress. The writer then immediately lowered the patient onto the bed to prevent any further harm. The hoyer was then put aside and removed from use.